Event description:
It was reported to the MFR that the vns pt's device showed 1.3 yrs till end of service when interrogated in (B) (6)2009. Six months later, the pt's device showed 4 months till end of service when interrogated in (B) (6)2010. No device settings changes were made during this period. The reduction in eos projection time does not correspond to progression in calendar months. Therefore, an overuse in battery life is suspected by the medical professional. Good faith attempts to obtain additional info regarding the reported event are underway. The pt has been scheduled for generator replacement surgery. The alleged battery life projection increase was confirmed via programming history review. Review of history also showed that the generator was not yet at eos (2.0 v) and expected to be delivering the programmed therapy. As part of the investigation into this issue, review of the demipulse design history file (firmware and software detailed design) and design master record was performed and determined, there is a discrepancy in the end of service longevity calculation projection. Investigation determined that model 250 programming system software was identified to be a contributing factor to inaccurate eos calculation.

Manufacturer narrative:
Analysis of programming history. In addition, review of the demipulse design history file (firmware and software detailed design) and design master record was performed. Results: other : analysis of programming history confirmed the increase in eos projection. Furthermore, the review of the demipulse design history file (firmware and software detailed design) and design master record determined that an incorrect algorithm used by the model 250 programming system was in use. Conclusions: other: the root cause of the bias between the time to eos projections for the generator and model 250 programming system appears to be due to an incorrect characterization during the design control phase.